Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was insulin pump error alarm. Customer reported they were able to clear the alarm but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify rewind due to frozen screen.